Event description:
Customer reported being hospitalized due to high bg/dka. The cause of hospitalization (as per md) was dka. Customer insisted troubleshooting with nurse educator and knows the pump was working fine. Customer feels their high bg was due a site related issue. It was explained to the customer that they could use the small cannula in the quick sets. Samples were sent to customer.